Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device noted that the clip assembly was half deployed and the clip was not returned with the device. The yoke was still attached to the control wire, which was then actuated and deployed. There was a kink noted in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The device was recovered by tearing it off the colon, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(4) 2016. According to the complainant, during procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The device was recovered by tearing it off the colon, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.